Manufacturer narrative:
Patient weight, ethnicity, and race- unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm512.6, -12.0/3.0/096 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a longer length lens due to low vault with rotation on (B)(6) 2022. This resolved the problem.